Event description:
It was reported that during a follow-up, noise was observed on the egms. Hence the lead was explanted.

Manufacturer narrative:
The reason for return was verified. The reported problem was due to damaged blue insulation of one sensing cable. The outer and the sensing cable insulations were damaged/abraded due to friction to ICD can. The lead as received exhibited normal electrical characteristics.